Event description:
It was reported that in clinic during the interrogation, the implantable pulse generator generated error code on the programmer screen and triggered safety backup pacing. The device was reverted back to previous pacing parameters settings. The remainder of check was normal and patient sent back home with a three month follow up appointment. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.